Manufacturer narrative:
A review of the device history records and product evaluation is in progress. Based on all available information, no causal factors can be determined and no conclusion can be drawn.

Event description:
A physician¿s office reported that after a thermage procedure on the face a patient experienced blisters on the lower lid of the left eye. During the procedure tip too warm errors were observed. The physician tried the reps on their hand and they felt like there was no cryogen. Upon changing the tip and the cryogen canister, fewer errors were observed, however, the patient reported more pain. The amount of cryogen used was one third of a bottle. The highest energy level used was 2. The tip was inspected prior to use and during the treatment. It was reported that it was not the first time that the tip had been used. The patient was treated with an unknown eye ointment. The available image was reviewed. Swelling and redness are visible in a close shot under the left eye. It is unknown if there will be permanent damage or scaring to the area.

Manufacturer narrative:
Corrected g5.

Manufacturer narrative:
A review of the manufacturing records showed all requirements were met. Based on the evaluation of the data, the system and handpiece performed as expected. Evaluation of the treatment tip found no issues and tip passed all testing. The datacard log confirmed the customer¿s account of tip too warm error occurring during treatment but this condition presents no patient risk. Based on the available information, blisters are a known possible side effect during thermage flx treatment.